Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) was functional. There was a extension fracture found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) while the patient was sitting at their computer typing they got another oor message on their programmer a few days before their appointment. X-rays were performed and the patient was seen in the clinic again on (B)(6) and all impedances were out of range. The patient was referred to a neurosurgeon for revision of their extension/neurostimulator, but no date was scheduled yet.

Manufacturer narrative:
Concomitant medical products: product ID 3708640 lot# serial# (B)(6) implanted: (B)(6)2014 product type extension product ID 3389s-28 lot# va0cnh1implanted: (B)(6) 2014 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10/d11: concomitant medical products: product ID 3708640, serial# (B)(6), implanted: (B)(6) 2014. Explanted: (B)(6) 2021. Product type extension product ID 3389s-28 ,lot# va0cnh1, implanted: (B)(6) 2014. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had the right extension and ins replaced. All the impedance issues resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: 14-jan-2018, UDI#: (B)(4); product ID: 3389s-28, serial/lot #: (B)(4), ubd: 07-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the physician saw the patient for programming. The patient reported out of regulation (oor) on their patient programmer (pp) when checking their implantable neurostimulator (ins) when they felt symptom (gait/balance) return this weekend. The physician also stated the right subthalamic nucleus (stn) impedances were abnormal/out of normal range at all pairs for contact 8 and 11 monopolar and bipolar. Impedances were: monopolar contact 8 - 9,442, monopolar contact 11 - 12.2k and bipolar 8/9 - 13.2k, 8/10 - 9,442k, 8/11 - 23.5k, 9/11 - 12.1k, and 10/11 - 18.1k. The left stn is fine. It is unknown if there were any factors that may have led or contributed to the issue. The patient turned the programmer off/on several times and was able to clear the oor prior to the appointment. The patient was able to get symptom relief. The physician reprogrammed the right stn to avoid contacts 8 and/or 11. The patient stated they still symptoms today (B)(6) 2021 even with the reprogramming. They have been advised to follow up with the physician for more programming. It was also advised for the patient to keep a diary of oor returns and what position or action they were d oing when they got it. The physician was told to do more impedance testing at different positions. They stated contact 9 also came up intermittently high but did not have the values on the multiple impedance they did yesterday. The patient was programmed with c+9-11-. Electrode impedance for the right stn were: c8: 9442 ohms c9: 9442 ohms c10: 717 ohms c11: 758 ohms 8/9: 13200 ohms 8/10: 9442 ohms 8/11: 23500 ohms 9/10: 890 ohms 9/11: 12100 ohms 10/11: 18100 ohms contacts 8,9, and 10 each had high impedances. It was noted the patient had a bad fall in the street over a year ago and broke their right arm and had surgery. It is unknown if x-rays are needed and unknown when the next appointment will be.

Manufacturer narrative:
Continuation of d10: product ID 3708640 lot# serial# (B)(6) implanted: explanted: product type extension product ID 3708640, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: extension, product ID: 3389s-28, lot# va0cnh1, implanted: (B)(6) 2014, explanted: product type: lead .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.